Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that at implant, the lead required multiple repositionings. Then the helix turned very slow and did not turn completely. The lead was not used. No patient complications were reported as a result of this event.